Event description:
Customer reported (B)(6) isolate oxacillin (ox) mic discrepancy. The hosp obtained oxacillin-susceptible results on the pos breakpoint combo 27 panel and oxacillin-resistant results when tested against another test method also performed for the clinical isolate. Results were not reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Eval - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results; based on a comparison to another test method, an incorrect interpretation was provided for this isolate. Conclusions; product is within performance claims. The cause of the oxacillin susceptible results is unk.